Manufacturer narrative:
Medical device expiration date: unknown. Medical device manufacture date: unknown. Investigation summary: exec summary - a complaint of fluid flowing even with the clamp engaged was received from the customer. A photo was provided for investigation of the defect. In the photo, the packaging as well as the set in the packaging could be seen. No clamp issues could be seen on the set. The customer complaint was not confirmed. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. As a physical sample was not returned, a root cause could not be determined. Samples returned - as a physical sample was not returned, a root cause could not be determined. Photos - a photo was provided for investigation of the defect. In the photo, the packaging as well as the set in the packaging could be seen. No clamp issues could be seen on the set. The customer complaint was not confirmed. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 as lvp 20d 3ss cv had a check valve malfunction. The following information was provided by the initial reporter: it was reported by the customer that the backflow valve malfunctioned with medication dripping or running through the tubing.